Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were doing a calibration because the user reported that the arctic sun device was not cooling and the calibration confirmed it was not cooling, they checked t4 and it was 4 degrees, they were going to order a new mixing pump and replace it in biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were doing a calibration because the user reported that the arctic sun device was not cooling and the calibration confirmed it was not cooling, they checked t4 and it was 4 degrees, they were going to order a new mixing pump and replace it in biomed.